Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim, urge incontinence, and urge frequency. It was reported that the patient believes their device is not currently working. They are not feeling any stimulation and their symptoms seem to be returning. It was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.